Event description:
It was reported that the customer was hospitalized due to low blood glucose levels on (B)(6) 2015. The customer's blood glucose at the time of admission was 33 mg/dl. The customer stated that there were no significant events leading to the hospitalization. The customer stated that his low blood glucose was caused by himself and that he knew why it occurred. Subsequently, the customer declined troubleshoot for his low blood glucose. The customer then mentioned that he was receiving the watchdog set test failure alarm on the insulin pump when attempting to start a manual prime. The insulin pump would then restart after clearing the alarm. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.